Event description:
It is reported that the device was implanted in 2007. The surgeon had to hit the poly liner very hard onto the stem to mate the components causing two cracks in the humeral, one on the medial side and one on the lateral side.

Manufacturer narrative:
Evaluation summary: definitive cause analysis can not be performed with the available information. No product was returned for review. Device history records indicate manufacture to specification.